Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the message "there is a flow reduction fault" was displayed during cataract surgery. The surgery was completed after replacing the product with new one. There was no patient harm reported.

Manufacturer narrative:
One opened phaco tip without a wrench / in a plastic bag was received. Sample was visually inspected and found to be nonconforming, phaco tip was occluded at the back hole, there is no identification (ID) through the phaco tip thread area. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the phaco tip occlusion. The tip was occluded at the back hole since there was no ID through thread area. This is a manufacturing issue created at the machining process for the phaco tips and was missed during downstream inspection. An non-conformance investigation has been competed to eliminate the tip occlusion issue with the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the occluded tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).